Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that there was a battery failure. The asp evaluated the device on site and it was confirmed there was a battery failure. The asp unplugged the battery and reinserted it resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction with the battery connection as unplugging and reinserting in the battery resolved the issue. The reported problem was confirmed. The asp unplugged the battery and reinserted it resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.